Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 93.29 ml. The programmed volume was 100 ml. So, the flow rate deviation is -6.71%. The flow rate accuracy is not within +/- 5%, which does not meet the passing criteria. The reported issue is confirmed.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
On 03/15/2023 a distributor of intutronix reported a complaint. A user facility biomed engineer reported "device is under infusing and cannot pass the volume test after multiple attempts. No patient incident reported." No patient harm was reported. The medication is unknown. No further informatiion was reported.